Event description:
The customer reported the following: "unit did not turn on during a cardiac arrest. Another unit had to be sourced." The patient was not resuscitated. The customer indicated that the delay to find another unit may have contributed to the patient's outcome. No other details were reported.

Manufacturer narrative:
Medtronic continues to investigate the reported event. The customer has not yet made the device available for evaluation.